Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error 35 and an open book image. Troubleshooting was performed. No harm requiring medical intervention was reported. However, the customer will discontinue using the device and will be returned for analysis.

Event description:
Customer had received a broken force sensor was detected during seating or regular delivery.

Manufacturer narrative:
The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. ¿select patient information cannot be provided due to regional privacy regulations." S/w version unknown. Retainer ring = black. Case type = ngp. Customer returned pump for pump error 35 and critical pump error (open book image), found on 20-jan-2023. Pump failed to boot up once installing aa lithium backup battery, blank display noted. Unable to perform the displacement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to blank display. Test p-cap and reservoir locked properly into the reservoir compartment. Unable to download pump history files and traces using thus software due to blank display. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, force sensor, and keypad flex connecting cable. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for pump error 35 and critical pump error (open book image) due to blank display. Unable to download was confirmed due to blank display. Moisture damage was confirmed found on the battery tube pcba 1, pcba 2, motor, force sensor, and keypad flex connecting cable. Blank display was confirmed during testing due to moisture damage on the j7 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.